Event description:
This ra lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018 due to an unknown product performance issue. A product experience report received on (B)(6) 2018 stated that this lead was part of an infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).